Manufacturer narrative:
The customer reported that he is getting an error message on the cns (central monitoring system), "win 2000 winntsystem/drivers/pci file missing." The customer said the system crashed and was not able to restart. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. Both hard drives and a broken power switch protector will need to replaced to resolve the issue. The customer was notified of the repairs needed, awaiting customer to send in a po to initiate repairs. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that he is getting an error message on the cns (central monitoring system), "win 2000 winntsystem/drivers/pci file missing." The customer said the system crashed and was not able torestart.

Manufacturer narrative:
The customer reported that he is getting an error message on the central nurse's station (cns), "win 2000 winntsystem/drivers/pci file missing." The customer said the system crashed and was not able to restart. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The unit was repaired. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 72 hours of extended testing and operates to manufacturer's specifications. Issue is resolved.